Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The customer's blood glucose was 184 mg/dl. The customer was advised to disconnect at the quick release and was assisted with doing a 5.0 unit fixed prime; the customer stated that insulin did exit and the insulin pump alarmed no delivery. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, then reconnect the tubing and reservoir. He stated that insulin did not exit with a manual plunger push. He was advised that the alarm had been caused by an infusion set or reservoir occlusion. He was advised to replace and change the infusion set and reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.